Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for no delivery and that the issue was not resolved despite 2 or 3 set changes. The customer had a high blood glucose reading of 600 mg/dl. The customer was treated with the insulin pump and shots. The blood glucose reading was brought back down to 382 mg/dl. The mother reported that the alarm was resolved with a complete set change and was unable to troubleshoot.